Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced hyperglycemia shortly after a meal announcement, with blood glucose rising from 140 mg/dl to a peak of 213 mg/dl during the device¿s learning period; the ilet did not issue a high or low alert, and the device subsequently corrected the glucose. Symptoms included sweating. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education with the user regarding expected early-use glycemic variability and continued monitoring. Investigation of this case revealed no confirmed device malfunction and an unclear cause for the hyperglycemia while the device was adapting to the user. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.